Event description:
The customer reported that the insulin pump alarmed button error. Customer was doing bolus and got button error. Troubleshooting was done. Customer's blood glucose was 216 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded express bolus and escape buttons on the keypad traces. No button error alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.